Manufacturer narrative:
The report # 3003721-2018-00117 is associated with (B)(4), poligrip flavour free. Poligrip flavour free is marketed as super poligrip in the u.s.

Event description:
Choking [choking]. Misuse in dosing frequency [device used for unapproved schedule]. Intentional misuse [intentional device misuse]. Case description: this case was reported by a consumer via local affiliate and described the occurrence of choking in a (B)(6) year-old female patient who received double salt dental adhesive cream (poligrip flavour free) cream (batch number vy45, expiry date 31st october 2020) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included gsk denture adhesive (formulation unknown) (poligrip). On (B)(6) 2018, the patient started poligrip flavour free. On (B)(6) 2018, an unknown time after starting poligrip flavour free, the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the patient experienced device used for unapproved schedule, intentional device misuse and product complaint. On (B)(6) 2018, the outcome of the choking was recovered/resolved. On an unknown date, the outcome of the device used for unapproved schedule, intentional device misuse and product complaint were not reported. The reporter considered the choking to be related to poligrip flavour free. It was unknown if the reporter considered the device used for unapproved schedule and intentional device misuse to be related to poligrip flavour free. Additional details: the consumer reported that she used poligrip flavour free denture cream at morning on (B)(6) 2018 and then again at 1 pm as denture was coming off. He was chocking on the small pieces of the adhesive as it was breaking down. The consumer used other poligrip product for 2 years with no problems and reported that it normally last for 8 hours. The product was licensed for once daily dosing only. The action taken for poligrip flavour free was unknown. The action taken for poligrip was unknown.